Event description:
Patient blood pressure low 15 minutes after dialysis was initiated. Patient failed to respond to fluid challenges - required 1100cc ns to stabilize. Machine set to ultra filter 3.3 kilos over 4 degrees max tmp alarm did not set by staff. Machine removed 3.7 kg in three (3) hours. Treatment terminated. Early with 1100 cc total ns fluid replacementinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.